Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was affected by twiddler syndrome which dislodged both implanted leads. The pacemaker remains in service but a surgical intervention was needed to implant two new leads and possibly reposition the device. No additional adverse patient effects were reported.